Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the sales representative have any knowledge that this event has already been reported? No. Please confirm the title of staff member who reported this event. (B)(6). What additional medical or surgical treatment did patient require. Unknown. What anatomical structure was device being used on when issue occurred? Deep vein complex. What healthcare professional fired the device? (B)(6).

Event description:
It was reported that during a stapling in-service, a staff member reported that one of the urologist three years back used the pse45a during a robotic prostatectomy. The stapler cut but did not the lay down staples. The procedure was converted to an open procedure. The surgery was delayed for an unknown amount of time. There were patient consequences because the procedure was converted to an open. Also due to converting to an open the patient suffered increased pain and a longer stay in the hospital. There was also a post op hematoma.